Manufacturer narrative:
The device referenced in this report was discarded by the user facility after the procedure therefore, a physical examination could not be performed. Based on the provided information, the patient experienced vessel perforation during the deployment of the stents and/or post dilatation. A pericardiocentesis was performed and cardiopulmonary resuscitation was also performed however, the patient could not be revived and subsequently expired while on the table. According to the physician, the cause for the adverse events experienced by the patient was likely due to the stenting and post dilatation. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a percutaneous coronary intervention (pci) due to being turned down for surgical intervention. The patient was reported to have been having chest pain and had coronary artery disease, dyspnea, and highly calcified left main (lm) and left anterior descending (lad) arteries. Prior to the start of procedure, the physician obtained access to the target lesion via right radial approach. The ivl balloon was advanced towards the lm and proximal lad arteries and the lesion was successfully treated with a total 6 cycles at various atmospheres. It was followed by a deployment of a xience skyport drug-eluting stent (des) in the proximal lad. A resolute onyx des was also deployed to overlap at the lm. A trek rx non-compliant (nc) balloon was used to post-dilate the implanted stents. It was immediately observed that a perforation had occurred. The physician deployed a graftmaster rx to treat the perforation. Pericardiocentesis procedure was also performed to remove the fluid that had built up in the sac around the heart. Cardiopulmonary resuscitation (CPR) was also provided however, the patient could not be revived and subsequently expired. The physician stated that the ivl procedure was excellent, and the vessel perforation was due to stenting and post-dilatation.